Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a surgery in january due to an unrelated fusion and reconstructive cages, it was a major surgery. They had met with their rep who had reprogrammed them and said they only told the rep about their external device issues, not about their loss of therapy or eri message. They said the once they got the replacement for their external devices, they started seeing an eri message. They confirmed it was in (B)(6) sometime and was probably on (B)(6), or later when they got their external equipment. The patient said they were feeling stimulation, but it wasn¿t helping them anymore like it was before. They said it had been that way since january sometime. The patient said they knew the stimulation was on because they could feel it when they leaned back, but the charge in the implant wasn¿t going down like it usually did. They said it only takes 15 minutes to charge up to 100% and that was after having it on for two weeks. The patient said they normally kept stimulation at 1.80 and had increased amplitude to 2.25v but they still didn¿t feel like they did before and it also wasn¿t depleting as fast as it used to. They also mentioned they had a surgery in (B)(6) 2019 and that was a major surgery.